Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 406180) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the sheath eight after insertion into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak.